Event description:
It was reported that this pacemaker was unable to be interrogated, despite attempts with multiple programmers. A magnet was applied; however, no response was received. The estimated battery longevity was at two and a half years over the course of approximately six months. The suspected cause was due to premature battery depletion. This device is expected to be explanted and replaced at a future date. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this pacemaker was unable to be interrogated, despite attempts with multiple programmers. A magnet was applied, however no response was received. The estimated battery longevity was at two and a half years over the course of approximately six months. The suspected cause was due to premature battery depletion. This device is expected to be explanted and replaced at a future date. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.